Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed particulate matter floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found in the balloon of a small volume intermate. This was observed after compounding with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.